Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionably high results for an unspecified number of patient tested for the elecsys troponin t stat assay (tntstat) on a cobas e 411 immunoassay analyzer (e411). Results are higher compared to results measured from second samples collected from the patients and tested on a different analyzer. The customer provided data for 5 patient samples with questionable results. Of these, one had an erroneous tntstat result that was reported outside of the laboratory. The sample initially resulted as 0.02 ng/ml. The sample was repeated on (B)(6) 2018, resulting as 0.027 ng/ml. A second sample was collected from the patient and tested on a cobas 6000 e 601 module (e601) at a sister site on (B)(6) 2018, resulting as < 0.01 ng/ml. The value from this sample was believed to be correct. A third sample was also collected from the patient and tested on (B)(6) 2018, resulting as < 0.01 ng/ml. The patient was admitted and treated based on pulmonary edema condition.the patient had acute hypoxic respiratory failure. The patient was managed for pulmonary edema, acute systolic congestive heart failure, and lactic acidosis. The patient was treated with 5 liters of o2 and intravenous lasix. No adverse events were alleged to have occurred based on an erroneous tntstat value. The tntstat reagent lot number was 27349700, with an expiration date of 31-oct-2018. The field service engineer determined that sample comparisons were run using different calibrations performed with different calibrator lot numbers on each analyzer. He checked probe alignments and photomultiplier tube voltage; these were within specifications. The customer re-calibrated using the same lot number of calibrators used on the other analyzer. Patient samples were repeated and results matched those of the other analyzer. Controls were tested and all results were within specifications.

Manufacturer narrative:
The customer did not have any further issues. The sample clotting time was not within tube manufacturer specifications. Calibration and control data did not show any indication of an issue. The investigation was unable to find a definitive root cause.